Event description:
During an incident in 2003 involving a pt with lower back pain, chest tightness, was grossly diaphoretic, who was being transported to the ER and went into cardiac arrest in the ambulance during transport, this defibrillator was attached and continually prompted ce, then shut off after less than 1 minute. It was powered back on and the same thing happened. This happened a total of 3 times. The laerdal battery was dated for replacement 08/2003 and was not changed. The pt was delivered to a hosp and was pronounced 1 hour later. The customer used r2 pads expiration 11/2003.